Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. A systems check was completed and a pump replacement was sent to resolve the issue.